Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3) the manufacturer representative went to the site to test the navigation system. The camera was replaced. The camera was returned to the manufacture for analysis. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .424mm with a passing threshold of .250mm. There was an electrical issue observed with the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted. There was also an amber light-emitting diode (led) on the camera. The issue was most likely a battery fault. There was no patient involvement.